Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access site was obtained via the femoral artery. The 75% stenosed, 2.5-3.5x32mm. Eccentric, de novo target lesion containing a lesion bend of >45 and <90 degree was located in a moderately tortuous and a mildly calcified proximal mid left anterior descending artery (lad). Following predilation with a 2.0x20 maverick 2 balloon catheter, a 2.50x20mm promus element ¿ drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. Upon removal, the physician noticed that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.